Event description:
Boston scientific received info that this right ventricular lead exhibited increased pacing threshold measurements. A microdislodgement was suspected. Additionally, it was reported the pt experienced a syncopal episode suspected to be due to loss of capture. A lead revision procedure was being considered. No additional adverse pt effects were reported. The local area sales rep was contacted for additional info. At this time, no further info is available and records indicate this lead remains in service. Should additional info become available this report will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.